Event description:
A report was received that the patient was experiencing intermittent stimulation. Two contacts displayed high impedances. The patient underwent a lead replacement and is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted paddle lead was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.